Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, at 137,252 joules; 20:35 minutes of use, the "fiber beam does not fire at the right angle (front and not backwards)" was noted. The fiber was exchanged. The procedure was completed utilizing the second fiber. No injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.